Event description:
A 84-year-old male admitted to (B)(6) hospital on (B)(6) 2024 with altered mental status. Patient has a past history of hyperlipidemia, coronary artery disease with stents, benign prostate hypertrophy, and dementia. He was diagnosed with a urinary tract infection along with influenza a. On (B)(6) 2025 during a period of confusion the patient pulled the urinary catheter out. The tip of the catheter containing the balloon split off. A CT (computed tomography) of the pelvis indicated the balloon was retained within the patient's bladder. The next day, (B)(6) 2025, the patient was taken to the operating room where a cystoscopy was performed. The tip of the catheter was retrieved without any issues. The patient was discharged to a rehabilitation facility on (B)(6) 2025. All remaining stock of the catheter lot was removed from the organization. The allegedly defective catheter will be returned to the manufacturer for evaluation.